Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported material deformation (stent damage) was not confirmed. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, deformation due to compressive stress and difficult to remove appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported material deformation, as it could not be confirmed during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced into the patient anatomy, but was unable to cross due to the heavy calcification. The graftmaster sds was removed, but as the stent was caught in the calcification, difficulty was noted during removal and the stent and delivery system were noted to be bent. The graftmaster sds was able to be removed and replaced with the 3.5 x 19 mm graftmaster sds. The second graftmaster sds was advanced into the patient anatomy, but was unable to cross due to the heavy calcification. The graftmaster sds was removed, but as this stent was also caught in the calcification, difficulty was noted during removal. The stent delivery system separated, at a location outside the patient anatomy. Both separated segments were easily removed from the anatomy. There was no adverse patient effect. A third 4.0 x 16 mm graftmaster stent delivery system was then used, successfully sealing the perforation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Nae1: hospital information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.50x19mm graftmaster stent system referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified and tortuous circumflex (cx) artery. A perforation occurred during use of an unspecified device. The 3.5 x 19 mm graftmaster stent delivery system (sds) was advanced into the patient anatomy, but was unable to cross due to the heavy calcification. The graftmaster sds was removed, but as the stent was caught in the calcification, difficulty was noted during removal and the stent was noted to be bent. The graftmaster sds was able to be removed and replaced with the 4.0 x 16 mm graftmaster sds. The second graftmaster sds was advanced into the patient anatomy, but was unable to cross due to the heavy calcification. The graftmaster sds was removed, but as this stent was also caught in the calcification, difficulty was noted during removal and the stent was noted to be bent. A third 4.0 x 16 mm graftmaster stent delivery system was then used, successfully sealing the perforation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.